Event description:
A medtronic representative received a report from a site surgeon alleging an inaccuracy in using their navigation system and inserting a capstone trial. It was reported that the actual position of the implant was deeper than the navigation crosshairs had shown it to be. The surgeon noted always using percutaneous pin kit for referencing. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.a medtronic representative, following-up at the site, reported the site alleged an error of approximately 2mm. Reported inaccuracy issue was replicated when tested as the pin moved during hammering of the templates and implants. Recommendations were made to mitigate this issue in the future. No further issues reported.no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. Per the onsite troubleshooting the frame to patient relationship changed which may have invalidated the registration. Upon completion of the software investigation it was deteremined that no software faults or anomalies contributed to the reported event.